Event description:
The pump they supply is not accurate and claims to be listed with the FDA. There cuffs are listed with the FDA but they have had issues with their pumps from overseas and they distributed a different faulty pump. I know other clinicians have had similar issues. Not inflating the cuffs to an accurate pressure can pose the threat of nerve damage to the patient. Additionally, the loss of blood supply or too tight of cuffs can cause balance issues. The pump needs to be accurate and also inspected by the FDA. FDA safety report ID# (B)(4).